Manufacturer narrative:
(B) (4).

Event description:
A pump stall was noted in the event logs with no motor stall recovery recorded. The physician re-interrogated the pump and a stall recovery message was noted. The patient had had an MRI the day before; the pump was not checked following the MRI. The patient was doing "just fine."